Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. Visual inspection noted that the tube was disconnected from the chamber. The reported condition was verified. The reported cause of this issue was that the tube was under inserted inside the chamber¿s pip during assembly. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a flo-gard IV solution set disconnected from the chamber. This occurred during priming with normal saline. There was no patient involvement. No additional information is available.